Manufacturer narrative:
The device has been received for evaluation, however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a blood glucose (bg) level ranging from 318 to 430 mg/dl. The customer alleged that the pump was not delivering insulin properly; however this could not be confirmed as customer did not do troubleshooting with tandem technical support. Reportedly, the customer continued to use the pump for insulin therapy.